Event description:
It was reported that a coating detachment occurred. A choice pt graphix guidewire was selected for treatment of the target lesion. During the procedure, the coating tip of the guidewire detached and was left in the patient. Another guidewire was used to place a stent, completing the procedure successfully. There were no patient complications.